Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record found the machined head and width plates were damaged, the reciprocating arm, needle bearing, e-ring, and screws were worn, the control bar malfunctioned, and the device was out of calibration. The machined head, pin, control bar, reciprocating arm, bearings, e-ring, and screws were replaced, and the device was recalibrated to resolve the reported issue. The width plates were returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: (B)(6).

Event description:
It was reported that during an unknown time the device was sent for annual maintenance. There was no patient harm/injury or surgical delay as there was no patient involvement. During product evaluation, it was found that the width plates were damaged. Due diligence is complete and there is no additional information available.